Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned and evaluated at a later date, this report will be supplemented. (B)(4).

Event description:
It was reported that at the beginning of an atrial fibrillation (afib) procedure and before the catheter was inserted into the patient, an error message was displayed. The catheter was replaced and the issue was resolved; however, the patient developed a pericardial effusion. The doctor performed a pericardiocentesis to remove the fluid from the pericardium. After the procedure, the patient was reported to be stable and was transferred to the critical care unit (ccu) for observation. No additional information was provided. Multiple attempts were made via email to obtain patient outcome and additional information but with no results.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation. The acunav catheter referenced in this report was returned to siemens for investigation. During visual inspection, it was found burnt residues on the interconnect flex caused by saline contamination. The acunav catheter was subjected to performance and functionality tests and no problem was found. The acunav catheter is a concomitant device because it does not deliver therapy or treatment; therefore, it would not contribute to the pericardial effusion experienced by the patient. The error 6150 is a very common carto sensor error and can only be seen with soundstar catheters, which are non-siemens products. An acunav catheter cannot be connected to carto so it cannot produce a 6150 error. The saline contamination on the returned acunav catheter was an incidental finding and does not have any impact on the reported complaint. (B)(4).

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and update the initial event description; provide the new date received by manufacturer; provide the type of report; provide the type of follow-up report; and update the manufacturer narrative. Reference: (B)(4).

Event description:
Additional information was received and it was reported that the event occurred during pre-insertion and after the catheter had been inserted into the patient and while the doctor was attempting to get transeptal access. The atrial fibrillation (afib) procedure was reported to have been cancelled. No additional information was provided.